Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: b5, d9, h2, h3, h4, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: no image. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during set up / inspection for use.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had an error code e237. There were no reports of patient harm.